Event description:
Preoperative placement of lumbar drain - encountered resistance during initial placement, lumbar drain removed and noted to have the end of the tubing sheared off, <1mm, wire remained intact. Second lumbar drain placed successfully. No harm to patient.